Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Device serial number, lot number, and version number, corrected data: the incorrect device serial number, lot number, and version number were inadvertently reported on the initial MDR report. The correct serial number, lot number, and version number are provided.

Event description:
During manufacturer analysis of an explanted vns generator, it was noted the as-received programmed settings were 1ma/20hz/500 pulsewidth/30 sec on/60 minutes off. These settings are indicative of a faulted systems diagnostics test, as 60 minutes off is a default setting and is not therapeutic. Programming history was obtained and reviewed which identified a faulted systems diagnostics test occurred on (B)(6) 2010. There was no a final interrogation performed to verify settings. The patient remained at the default settings from (B)(6) 2010 until device explant on (B)(6) 2011.